Event description:
The report received from the affiliate indicated that the patient was included in a study. The report received indicated that during an interventional procedure for carotid stent placement, after the precise 6 x 20 mm stent was deployed at the target lesion, the patient convulsed and suffered a stroke characterized by aphasia and right-sided paralysis. An angioguard 5 mm embolic protection device was in place at the time of the event. The patient was treated medically with an anticonvulsant medication. Post-procedure, a MRI confirmed a cerebral infarction on the contralateral side. The patient is still symptomatic with symptoms of aphasia and right-sided paralysis still. The stroke was said to be unrelated to the patient's anticoagulation medications/levels. The physician stated that there was no casual relationship between the adverse event (ae) and the precise stent or angioguard embolic protection device.

Manufacturer narrative:
The patient was asymptomatic at the time of the index procedure. The patient had no prior medical history of convulsion. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: an 80% stenosis, not calcified or tortuous. The lesion was pre-dilated with a 5 mm unk balloon at 4 atm. The precise stent was post-dilated with an unk 5 mm balloon at 10 atm as part of the physician's routine protocol. The devices were inspected prior to use and appeared to be normal. The products were prepared properly according to the instructions for use (IFU). There were no reported problems with either the precise stent or the angioguard embolic protection device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2009-00102.